Event description:
The device was removed due to infection. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the proximal conductor was fractured, the defibrillator conductor was distorted and cut, there were several conductors with blood/body fluid (not obstructed), the outer tubing overlay was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, the exposed defibrillator coil had a white substance, the outer insulation had a white substance, and the outer insulation had a cosmetic depression.